Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 162-172 units of insulin during the load sequence with multiple cartridges. Additionally, it was reported that the touchscreen was intermittently unresponsive. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support, and the touchscreen responded to presses. The customer reverted to an alternate method of insulin therapy, and the pump was replaced to maintain customer satisfaction. Customer¿s blood glucose level was 120-445 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.